Manufacturer narrative:
Literature citation: menke et al.lapidus arthrodesis with a single lag screw and a locking h-plate. The journal of foot & ankle surgery 50 (2011) 377-382. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported in an article by menke et al, titled, lapidus arthrodesis with a single lag screw and a locking h-plate, that there were 3 patients that developed fracture blisters and eventual wound dehiscence directly over the first metatarsal, and all of these wounds healed uneventfully with localized wound care.